Manufacturer narrative:
Concomitant medical products: product ID: 8598a, serial# (B)(4), implanted: (B)(6) 2008, product type: catheter. Product ID: 87 09sc, lot# n173392012, implanted: (B)(6) 2008, product type: catheter. (B)(4).

Event description:
Information was received from a field representative regarding a patient who was receiving morphine 5mg/ml at 0.0307 mg/day via an implantable infusion pump. On (B)(6) 2015, during a pump replacement, the physician was unable to aspirate freely from the catheter access port (cap) from the existing pump that was to be explanted. The sutureless pump connector was replaced and there was still sluggish flow from the cap. The patient's dose was decreased by half and the new pump was started. It was later reported that cause of the inability to aspirate from the cap was possibly the positioning of the catheter in the pocket or a hole in csth in pocket. No patient symptoms were reported. The patient's status was reported as alive - no injury. If additional information becomes available, a follow-up report will be submitted.